Event description:
Capsule contracture resulting in explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Manufacturer narrative:
Capsule contracture was reported as the reason for complaint. Device not explanted. Updates/corrections made to sectionb5, d6b, g3, g6, h2, h3, h6, h10.

Event description:
Capsule contracture